Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). Of the data provided, only one comparison was discrepant. The result from the meter was 2.6 inr and the result from the laboratory was 1.85 inr. The laboratory used dade innovin reagent on a sysmex ca1500 analyzer. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The patient was not anemic, had no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no change in warfarin, no new medications, no illness, no diet changes, and no signs of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 345217) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.